Event description:
The reporter stated that the device displayed a result of lo without dosing the test strip with blood. She performed another test and obtained a result of 187 mg/dl. The device was replaced and requested to be returned for evaluation.